Event description:
It was reported that during the unk surgery, the staples formed partially after the fire. Changed the new reload to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent; 4/16/2024 d4: batch # e23070043 investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one cecr60w reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Additionally, photo was provided and it showed the condition of the reported reload. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. Event described could not be confirmed as the reload was received fully fired. Device history review a manufacturing record evaluation was performed for the device batch e23070043, and no non-conformances were identified.